Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was stimulation in the wrong location and a lack of effect since the implant. The therapy was on. This was not related to positional movements. Decreasing the amplitude eliminated the stimulation issue. When she was programmed after implant, on every single program her right foot would start balling up. The patient did not state the stimulation to be uncomfortable but that it was in the wrong/undesired location. The manufacturer representative (rep) could not figure it out. They ended up customizing program 2 and 4. She was discharged on program 4 at 0.7 volts. The patient could not increase to 0.8 because foot balling occurred. However, on 0.7 volts she had no therapeutic effect. The rep told her to try this for a few days and see what happened. She could not feel stimulation. She increased to 0.8 volts and her foot balled/curled up again. The patient was now going to the bathroom 14 times per day, just a dribble. She had to push her urine out. During the trial, she went 8 times a day with a strong stream. She had both issues: frequency and retention. This was considered a sudden change in therapy/symptoms. It was further reported by the rep on (B)(6) 2015 that the patient had slight toe curling and/or toe tapping. This was not stimulation in the wrong area. It was a motor response that was looked for to locate the s3 foramen. It was just sometimes uncomfortable or annoying to the patient. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.